Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was found to have a broken main tube at the distal tip. The complete fastening of the proximal clevis is missing. One piece measuring proximately 5mm x 3mm was not returned with the instrument. The instrument was found to have broken grip and pitch cables inside the proximal clevis. The cables were fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There are no discoloration, corrosion, or contamination on the cables that could occur from improper flushing or rinsing during reprocessing. A closer inspection revealed that the cables had been cut. The complaint was confirmed by failure analysis. The probable root cause of the broken instrument main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break. The probable root cause of the dislodged instrument proximal clevis is attributed to usage conditions such as from mishandling/misuse may include applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. The probable root cause of broken - distal instrument grip and pitch cables, whether partial or full, are commonly attributed to damage to the cable through external collisions, during transport and/or storage, during use, or during reprocessing. No additional actions are currently required given that this issue will continue to be tracked per (B)(4) (quality data review meetings).

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the 8mm cadiere forceps instrument was found to have a broken tip. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: upon removal, the instrument became stuck in the trocar, and when it was withdrawn, the tip broke (outside the patient). No fragments remained inside the patient. No photographs or video recordings of the procedure are available.